Manufacturer narrative:
Physio-control verified the reported issue and replaced the main keypad assembly. The device passed functional and performance testing and was returned to the customer. The cause of the reported issue was excessive (out of tolerance) resistance of the shock switch located on the main keypad assembly. When this occurs, a service event code is logged by the device memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report that their device failed to deliver a shock twice. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to deliver a shock twice. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.